Manufacturer narrative:
Model number/ catalog number: sc-2317-70, serial number: (B)(4), batch/ lot number: 5156442, model/ catalog description: infiniion cx lead kit, 70cm.

Event description:
A report was received that the patient had extreme pain, swelling, and discharge at the lead implant site.